Manufacturer narrative:
The customer's biomedical engineer was able to duplicate the reported problem. The battery was replaced and the unit was fully functional.

Event description:
The customer reported that the battery will not hold a charge. The customer reported there was no patient involvement.

Event description:
The customer reported that the battery will not hold a charge. The customer reported there was no patient involvement.